Manufacturer narrative:
Analysis found the unit with a noisy motor due to a faulty motor. However, the unit passed displacement test and the motor rewind properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump does not rewind properly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will be returned for analysis.